Event description:
It was reported from (B)(6) that the compact air drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed motor power was too low on the device. It was not reported if the devices were used in surgery, or if there was patient involvement. It was reported that there were no delays in a surgical procedure. It was not reported if spare devices were available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.